Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the reported event. This occurred when the system was being booted up for the first time in the morning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the ippc was turned off in the m-cabinet and was not booting up. The defective ippc was returned for analysis, and it confirmed failure in the power supply unit. To resolve the reported issue, the fse replaced the ippc with the hard disk drive and installed the software. After replacement of ippc, hdd, and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.